Event description:
The customer alleges the voicemate meter reads in mmol/l and the voice unit states bg results in mg/dl. The customer's nurse called back and reported the l1 control was in range at 61 mg/dl, but the display showed 3.4 mmol/l. No report of an adverse event. Return requested and replacement was sent.